Manufacturer narrative:
Conclusion: the complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. Result the two returned unused head sets were visually inspected and tests for flow and tightness were performed. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The caller did not know which lot produced the leak. Reference medwatch report with (B)(6) for the other suspect devices.

Event description:
Patient reported the cannulas of the infusion set are leaking. Patient reported noticing that the adhesive keeps getting wet after only a days use. Patient is using the insertion assist device to insert the infusion set and also uses the extended bolus for all deliveries from the infusion device. Patient is unsure of which lot was in use at the time of the incident. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.